Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 24.5 mmol/l (441 mg/dl) with ketones of 5.4 mmol/l while wearing the pod on the arm for between 37 and 48 hours. The patient was treated with an intravenous drip and insulin pen. The patient was released the following day.